Event description:
It was reported that the health care provider (hcp) reached out to technical services (ts) for review and consultation of the presenting electrogram (egm). Upon review, it showed respiratory rate trend (rrt) oversensing, which led to atrial tachycardia response (atr). Additionally, it was noted that rrt was triggered as a result of the right atrial (ra) lead exhibiting high out-of-range pacing impedance measurements. A lead fracture was suspected. Further review was recommended and no adverse patient effects were reported. The product remains in service.

Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. Investigation of the available information determined this device exhibited oversensing of noise generated by the sensor that is related to a high impedance condition. Please see the description for more information regarding the specific circumstances of this event.

Event description:
It was reported that the health care provider (hcp) reached out to technical services (ts) for review and consultation of the presenting electrogram (egm). Upon review, it showed respiratory rate trend (rrt) oversensing, which led to atrial tachycardia response (atr). Additionally, it was noted that rrt was triggered as a result of the right atrial (ra) lead exhibiting high out-of-range pacing impedance measurements. A lead fracture was suspected. Further review was recommended and no adverse patient effects were reported. The product remains in service.